Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(4) 2013, it was reported that the menu button on the pt's infusion device was not functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified; the product meets the specifications regarding the customer's allegation. The menu and check button passed the optical and functional investigation successfully and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.